Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a blood glucose level of 52 to 56 mg/dl. Customer stated the auto mode feature was inactive and was trying to get back on sensors. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.